Event description:
I am a contact lense wearer who switched to amo complete moisture plus on about 5/4 and ended up getting an eye infection in 2007. I went to the eye dr and was prescribed vigamox to clear it up. I heard about the recall on the amo prod from a relative and figured I should report this. The lot# on the bottle I have is zb03756, exp 2008/08. If you want the bottle or any other info from my dr feel free to contact me. Dates of use 2007. Diagnosis or reason for use: contact cleaner. Event abated after use stopped or dose reduced: yes.